Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak below the front lower left side of the coulter lh 750 hematology analyzer. The customer could not locate the source of the leak. The user was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the event. There was no exposure to mucous membrane or open wounds. No injuries occurred and medical attention was not sought. The material safety data sheet (msds) was not reviewed. The lab's exposure control or risk management plans are in place. There were no patient samples or results affected by the leak.

Manufacturer narrative:
On (B)(4) 2011, the customer troubleshot the problem and was able to repair the leak. Per a telephone conversation with the customer it was confirmed that the leak had been repaired by the customer technician. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Root cause for the leak is unknown. (B)(4).